Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/22/2025 the clinical specialist reported that within the prior week the user experienced hypoglycemia with blood glucose (bg) levels of 68 mg/dl despite making meal announcements. The user did not require medical intervention and no hospitalization occurred.